Event description:
Additional information received reported the patient had "extreme pain."

Event description:
It was reported that the healthcare provider (hcp) was unable to get fluid back from the needle that went into the patient spinal cord. The hcp could not extract the liquid they needed in order to make sure that ¿the medicine goes where it¿s supposed to go.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer model 8835, serial# (B)(4); catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk . (B)(4).

Event description:
It was initially reported the pump therapy was not working as expected. The hcp could not fill or aspirate the reservoir when attempted on (B)(6) 2012, the date of the first pump refill after implant surgery. The hcp informed the patient he wasn't sure he was going to be able to perform the refill on (B)(6) 2012 because "there was an issue at implant where the saline in the pump could not be extracted". It was noted the pump contained saline as of the date of the report. The patient and reporter were not made aware of this situation at the time of implant. The reporter indicated additional surgery may be needed for the patient 'to replace this pump.' The reporter requested the pump to be checked. The reporter was trying to get in contact with the pump managing hcp. A follow-up report will be sent if additional information becomes available.